Event description:
It was reported that a couple months prior to this report patient¿s neurostimulator (ins) moved and was hitting her pelvic bone and causing a lot of pain. The patient reported saw the healthcare provider (hcp) 5 days prior to the report, notifying the hcp of the pain she was having and asked for pain medication. It was reported that the same 5 days prior to the report patient went to the emergency room, the hcp paged and his x-ray showed. The hcp indicated that the ins needs to be removed .it was reported patient could not sit or lie on her back, or lay on either side and could not lie down. It was noted that she had to crunch up in a fetal position and was the only position she could be in. It was indicated that patient wanted the ins remove and ¿was kind of like an emergency¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09b8s, implanted: (B)(6) 2013, product type lead. (B)(4).